Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that signal loss occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient had been sleeping and when she woke up, she started vomiting. She checked her cgm device and noticed the cgm was in a signal loss state and that she had not been receiving cgm values or alerts. The patient had been unaware of this issue since she had been sleeping. The patient was wearing a tandem insulin pump. The patient went to the emergency room (ER). At the ER, the patient was treated with novolog and magnesium. The patient was discharged home after 6 days. The patient was ¿okay¿ at the time of report. Data investigation confirmed signal loss as signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that signal loss occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient had been sleeping and when she woke up, she started vomiting. . She was also thirsty and dehydrated. She checked her cgm device and noticed the cgm was in a signal loss state and that she had not been receiving cgm values or alerts. The patient had been unaware of this issue since she had been sleeping. The patient was wearing a tandem insulin pump. The patient went to the emergency room (ER). At the ER, the patient was treated with novolog and magnesium. The patient was discharged home after 6 days. The patient was ¿okay¿ at the time of report. Data investigation confirmed signal loss as signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.